Event description:
Patient undergoing a cardiac catherization when a shearing of the sheath/wire broke off from the cath on the right radial artery. X-rays showed a small piece of the catheter most likely in the right radial artery. Vascular surgery was consulted. The vascular surgeon took patient to surgery the following day for the retained catheter in the right radial artery. The cardiac intervention by the vascular surgeon consisted of right radial artery exploration and removal of a portion of the catheter and radial artery thrombectomy. Physician performing cardiac cath reported to be an experienced operator and it is believed event is possibly due to device failure. FDA safety report ID # (B)(4).